Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No physical samples or photographs of the incident were submitted for evaluation. Therefore the defect could not be confirmed due to not having any evidence to support the reported incident. Further investigation of the complaint was not possible without the sample.

Event description:
As reported by the user facility: irinotecan was removed from the chemo bag and found the blue filter to be cracked/broke with fluid leaking out from tubing. Bag and tubing was placed back in chemo bag at which point tubing completely broke off from filter. No injury reported.